Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: there was visible moisture behind the display lens. The cartridge compartment was cracked on the side from the threads traveling down along the bumper toward the case seal. The pump powered up to blank screen. Further moisture ingress was found on the internal components of the pump. A review of the device's black box history showed multiple pump reboot events following alarms.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment with moisture ingress-cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.